Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 549 mg/dl with nausea and confusion. During troubleshooting, the patient acknowledged having had a recent hypoglycemic episode, change in stress levels. And change in nutrition. Patient had incorrectly programmed the bolus type and had adjusted the basal rate. Patient required no unusual treatment. Customer support found no potential cause of inaccurate delivery and attributed the hyperglycemia to training misuse factors and referred the patient to a health care provider.